Event description:
The customer reported, the system locked up during a procedure. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch and handswitch were re-connected. The ac secondary power terminals were tested. Signs for loose connections were conducted. The system was found to be operating as intended.